Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is not confirmed. The root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the core of the wire was exposed while attempting a diagnostic coronary angiogram. No patient injury was reported.